Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced the hyperglycemia customer¿s blood glucose level was 450 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that insulin pump had software error detected alarm. The troubleshooting was performed for the pump error. The customer stated that they were able to clear the alarm and complete the rewind. The customer stated that self test was performed for the pump error and it was passed. The customer reports the insulin pump gives the failed battery test alarm. The customer declined the troubleshoot for the high blood glucose. The customer treated for high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.